Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found the instrument was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in hook. No damage found on conductor wires. Initial findings were confirmed. The instrument was tested for continuity and failed. The instrument was disassembled, and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley. Minor thermal damage was found on the yaw pulley, likely a result of the broken conductor wire. . The complaint regarding no energy to instrument was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the permanent cautery hook had no energy to the instrument. The cord was changed and there was still no energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.